Event description:
It was reported that during a coronary stenting treatment procedure, crossing difficulties were encountered. The lesion was 95% calcified stenosis in the mid-ortion of an angular rca. The physician had pre-dilated the lesion, but then had difficulty crossing the lesion. While attempting to pull the delivery/stent system back into the delivery device, resistance was encountered and the stent dislodged. Another balloon was passed through the stent and it was successfully deployed in the proximal rca, not at target lesion. The physician then attempted ot pass another express2 stent, but was unable to cross the first stent. He then attempted to cross with another manufacturer's stent, but again was unable to cross. While attempting to pass a balloon, it was noted under fluoroscopy that the vessel hd closed down. The pt was transferred 75 miles away to the nearest facility where open heart surgery was available. The pt was asymptomatic during the event. The pt is reported to be "okay" following the surgery.